Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device change. During the change out, the new implantable cardioverter-defibrillator was evaluated. Upon testing, it was noted that the device's right ventricular port exhibited failure to capture and high lead impedance issues. The faulty device was exchanged with another device. The patient was stable and experienced no effects.

Manufacturer narrative:
Analysis of the device showed that there was high impedance across the rv ring channel within the header. The device was sent to the manufacturer for analysis and the root cause was determined to be due to a wrong tubing installation/length during connector assembly operation, which could result in weak/broken weld. Interrogation of the device showed that it was above elective replacement indicator (eri) when received. All the device functions besides rv impedance, sensing, and pacing were normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received noted during implant, the implantable cardioverter-defibrillator exhibited right ventricular noise and loss of sensing. A set screw anomaly was also noted. The noise and loss of sensing issues were believed to be caused by the right ventricular port.